Event description:
It was reported that customer became stuck in tube filling step during load process. There was no reported impact to the customer¿s blood glucose level. Customer removed cartridge and attempted to complete load sequence without success, then rebooted pump as advised by technical support, customer started with new cartridge, and load sequence then completed successfully.